Event description:
When the doctor used the torque wrench to final tighten the last xia blocker, the torque wrench didn't indicate line up the two arrows to achieve the optimum torque of 12nm, he heard the quiet light sound that the material of blocker was broken, then the torque wrench was slippery. He considered, it could be some damage with the hexagon of xia block. After he checked it carefully, he found there was a crack in the block, then he decided to take out the block. Due to no use of the torque wrench and the fixation of the screw and rod, he use bone scissors to take out the block. After removing the block and screw, he changed a new one.

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.